Event description:
Hosp staff were monitoring a pt in the emergency department. The pt arrested and the reporter attempted to deliver a defibrillation countershock to the pt. Reportedly, when the reporter pressed the discharge buttons, the device would not discharge. The connections were checked and a second unsuccessful attempt was made. A back up device was obtained connected to the pt using the same combination electrodes and treatment was continued. The pt's outcome is not known.